Event description:
It was initially reported that pump module did not alarm for occlusion, however upon further customer follow up the pump actually had a false occlusion alarm. It was reported by the customer that while infusing levophed (4mg/250ml) at 40mcg/min, the pump alarmed for occlusion. The nurse attempted to troubleshoot the pump as well as switch the infusion to a different IV line. All IV lines flushed and were patent however the pump continued to alarm for occlusion. A new pump was brought in to restart the infusion. During this time the patient became hypotensive and coded. Levophed was re programmed on the new pump, resuscitation was successful and patient recovered.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was initially reported that pump module did not alarm for occlusion, however upon further customer follow up the pump actually had a false occlusion alarm. It was reported by the customer that while infusing levophed (4mg/250ml) at 40mcg/min, the pump alarmed for occlusion. The nurse attempted to troubleshoot the pump as well as switch the infusion to a different IV line. All IV lines flushed and were patent however the pump continued to alarm for occlusion. A new pump was brought in to restart the infusion. During this time the patient became hypotensive and coded. Levophed was re programmed on the new pump, resuscitation was successful and patient recovered.

Manufacturer narrative:
Additional information : imdrf annex c and d codes.

Event description:
It was initially reported that pump module did not alarm for occlusion, however upon further customer follow up the pump actually had a false occlusion alarm. It was reported by the customer that while infusing levophed (4mg/250ml) at 40mcg/min, the pump alarmed for occlusion. The nurse attempted to troubleshoot the pump as well as switch the infusion to a different IV line. All IV lines flushed and were patent however the pump continued to alarm for occlusion. A new pump was brought in to restart the infusion. During this time the patient became hypotensive and coded. Levophed was re programmed on the new pump, resuscitation was successful and patient recovered.